Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that the customer had experienced high blood glucose level. The customer's blood glucose level was over 400 mg/dl. The customer treated high blood glucose level with injections. The customer also reported that the insulin pump kept shutting off as the battery might have exploded. The customer reported that the battery compartment and the spring was corroded. The contacts on the battery cap were also damaged. The insulin pump will returned for analysis.